Manufacturer narrative:
The reported event of observed reset was confirmed. The device reset on nov 15, 2019 due to an uncorrectable nmi (non-maskable interrupt). The cause of the reset was not determined as it could not be reproduced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unused implantable cardioverter defibrillator presented in backup operation after distribution and prior to implant. No intervention was performed and no patient was involved.